Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter hmx autoloader analyzer was leaking from the pinch valves pv23 and pv25. The customer was wearing gloves and a lab coat at time of incident and no one was splashed, sprayed or injured due to this event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No results or patient treatment was impacted.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found the actual source of the leak at the blood sampling valve (bsv) self-cleaning fitting. The bsv and the bsv actuator were replaced by the fse. The repairs were verified and the system was validated. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).